Manufacturer narrative:
(B)(4).

Event description:
Two endeavor sprint drug eluting stents were implanted in the rca during the index procedure. An angiographic complication of distal embolization for the first device and no reflow occurred with the second device during the index procedure.